Event description:
(B)(4): it was reported that two visum led surgical light heads had chipped paint on the top part of the light heads. There was no pt involvement reported and no adverse consequences reported. As two light heads were reropted to have this condition, a second medwatch report will be filed under 2031963-2012-00112.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was evaluated and replaced in the field on (B)(4) 2012. The replaced light head with the reported chipped paint was also returned to the MFR for add'l eval on (B)(4) 2012. Eval summary: from the eval of the light heads, it appears that the paint was chipping off of the top of the light head due to impact from an adjacent surgical light spring arm. As the users positioned the adjacent lights, they apparently impacted top of the light head causing paint to chip off. In this instance there was no reported pt involvement and no report of any paint chipping off during a surgical procedure. No adverse consequences were reported.